Manufacturer narrative:
The device was received on 9/3/2021 for further evaluation. The reported complaint of tubing disconnection/separation was confirmed on the returned set. An image was provided by the customer showing the area of the defect. During visual inspection, the 48.5" pressure tubing was found separated from the female luer. The pressure tubing was found tacky at the bond site. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the solvent on the tubing not being fully cured during the assembly process. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a transpac IV monitoring kit where it was reported that the ¿tubing detached from 3-way stopcock" during preparation. There was no hole, cut, tears observed on the product. The kit was replaced, and therapy resumed. There was no patient involvement and no patient harm.